Event description:
It was reported that the patient's first device from 2006 worked well until the battery died and she thought she ruined it for some reason. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v008505, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).